Event description:
The patient contacted baxter's technical service center regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The technical service representative (tsr) reviewed the patient's therapy in the therapy log. The total fill volume equaled 11854ml. The total drain volume equaled 14285ml. The patient performed an off cycler manual exchange or fill. The fill volume equaled 2000ml. The patient did not currently have symptoms. The last volume infused equaled 1499ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The rn stated that she was aware of the alarm. The rn stated that as far as she knows there have been no reoccurrences of the alarm with the new cycler. She stated that she speaks with the patient daily. The rn stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was one or more cycles advanced to next fill when a slow/no flow situation occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.